Event description:
The manufacturer received information alleging an issue with the device's oxygen concentration testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the oxygen concentration was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.